Event description:
Meter was reading inaccurately high. The patient stated blood glucose was 481mg/dl, took humalog 10 units, and 25-30 minutes later patient was shaking. Patient took 3 or 5 glucose gels with ornage juice and calledemergency services. Patient was transportedc to the hospital where patient was given IV glucose. No readings given. The patient had not retested on the one touch ultra meter before calling 911. The customer care representative performed troubleshooting and twice the control solution test was out of range. Based on the information obtained from the patient there is indication the product malfunctioned (contgrol solution test did not pass), however there is insufficient information to indicate the product led to an adverse event. The meter and test strips were replaced and return expected.